Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: according to the information provided, it was reported that during the unknown surgery, opened the packing(it is brand new, did not use it), noted the shaft end was broken off in the anchor. The complaint device was received and inspected. Visual observations of the pictures provide and under magnification confirm that shaft inserted was found broken and the anchor was found detached but held in place by the suture. In addition, the small section fractured of the shaft was located inside of the anchor. The complaint can be confirmed. Indicating that the device was manufactured according to specifications and an external excessive force cause the fracture. A manufacturing record evaluation was performed for the finished device lot number: 5l23190, and no non-conformances were identified. The possible root cause can be attributed to mishandling during transportation. However, it cannot be conclusively affirmed. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported that during the unknown surgery,opened the packing(it is brand new, did not use it), noted the shaft end was broken off in the anchor as the photos show. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.